Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The unit was able to turn on using battery power. The alarm sound was working well and then suddenly turned off. Internal inspection found corrosion on two components on the system board. The unit was tested with a known good system board and the alarm sound worked well. The customer complaint was duplicated, the corrosion on the system board components was the cause of the failure. A service history record review reveals that this unit was in the field for seven (7) months with no previous reported issues related to this reported event.

Event description:
The customer reported the alarm volume is intermittently working with the alarm sound going from normal to low volume.